Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic, interrogation revealed the device had delivered inappropriate shock therapy due to non-sustained right ventricular oversensing and noise reversion episodes. Noise was reproducible with arm movements. The high voltage therapy was disabled. No further information is available.